Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite identified that the system does not turn. Upon troubleshooting, fse identified power fuse of geo pc was faulty. The philips engineer replaced the power fuse of the geo ipc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the geometry pc along with a fuse, and returned the system to use in good working order.